Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining one (1) erroneously high glucose modular (glum) result of 510 mg/dl generated on the unicel dxc 600 pro synchron chemistry analyzer. The sample was rerun on the same instrument and yielded a lower result of 97 mg/dl. The sample was also rerun on an alternate methodology and yielded a result of 81 mg/dl. Delta checks of the previous samples run on the patient yielded results in the range of 97 - 102 mg/dl. Customer's reference range is 70 - 100 mg/dl. The erroneously high result was not reported out of the laboratory; however, it is unknown what result was reported. No affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc results were within established specifications before the event. No printouts were provided for after the event. A bec field service engineer (fse) was dispatched and replaced the glucose electrode due to a bubble seen, on the face of the electrode. Failure mode appears to be the electrode.